Event description:
It was reported that a balloon rupture occurred. A 5.0 x 40, 40cm mustang was selected for use in the superficial femoral artery. During the procedure, it was noted that the balloon ruptured upon first inflation within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. A 5.0 x 40, 40cm mustang was selected for use in the superficial femoral artery. During the procedure, it was noted that the balloon ruptured upon first inflation within 10 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Corrected d4 lot number from 0031082038 to 0031007785. Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon longitudinal tear was identified beginning at the proximal markerband and extending approximately 25mm distally across the balloon material. The rated burst pressure for this device as per mustang specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found no damage to the tip of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged in the correct position on the device. This concludes the product analysis.